Event description:
It was reported that the patient fell. Merlin.net transmission revealed that the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead was dislodged. The lead was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
.